Event description:
Daughter of patient reported hyperglycemia on (B)(6) 2020 patient experienced a blood glucose reading of 533 at 4:30 pm . Patient's normal blood glucose level is between 160 and 300 as reported by daughter. Patient was experiencing fatigue and confusion as part of the event and the daughter administered 10 clicks of the v-go as treatment. Daughter reports that the patient has experienced similar events both before and during v-go use and reports that the patient is not compliant. Patient's daughter reported that the patient may be sneaking snacks while no one is paying attention.